Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that per occurrence report, register nurse was in room with patient who was getting up to go to bathroom and he was talking to her at this time. Patient started to walk and realized his lvad was still connected to the wall power and data cord. Patient unplugged the wall power cord, then he unplugged another cord (intending to unplug the data cord) and he unplugged the battery power instead. A red alarm, alarms and patient placed the battery cord back in place 3-4 seconds after. Patient did not lose consciousness and was not dizzy. Patient had no symptoms, remained standing and was able to reconnect the power supply. This was done in error by the patient. The register nurse was standing right next to patient and was able to brace patient in case he passed out while this event occurred (I did not need to do this). Patient has had this device for quite some time and the register nurse asked if this has occurred prior to this: patient stated yes, maybe twice. Register nurse counseled the patient about what this means, why it is important to never do this and let him know that they may black out, the pump stops and he could have died or fallen and been injured. The controller does not have an internal battery that runs the pump if the patient were to disconnect two power sources. No additional information available.

Manufacturer narrative:
Additional information received indicates that the patient was in a progressive care unit of the hospital where he had been admitted with right heart failure. The reported event of a double disconnect was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the event file revealed a controller power-up on (B)(6) 2016 at 11:35:51 followed by motor start at 11:35:56. The controller can only store a maximum of 30 days of data in the controller data file. After reaching the limit, the controller initiates a first-in first-out method where by the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following these events were not available. A possible root cause of these events can be attributed to a double disconnect of power sources from the controller. Analysis revealed that the device failed visual inspection due to loose connectors power port 1 and the serial port of the controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. This observation is not related to the reported event.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.